Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a c- section procedure on unknown date in (B)(6) 2019 and suture was used. The needle broke off. Another like device of same code was used to complete the procedure. There were no patient consequences reported.